Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a zebra printer not printing med labels on dispense. The field service engineer logged in, deleted the printer, rebooted the station and reconfigured the printer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a printer issue. The customer stated that the zebra printer was not printing. The issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.